Manufacturer narrative:
Method: the device history sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Visual analysis found that the channel 9 electrode was missing from the terminal end of the lamitrode and the lead has electrocautery instrumentation damage. Functional analysis found no anomalies. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a surgical lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to lead migration. Additionally, the lead had come partially disconnected from the device header. At the surgery the physician noted that one of the lead contacts was missing. F/u on the pt found no further issues reported.